Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the time on the pump was incorrect. Reportedly, the user did not change the time for daylight savings. There was no impact to the user's blood glucose level and the user stated they would change the time.